Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the large volume pump (lvp) device was in the biomedical shop with a red tag that read, "channel error". The error logs were reviewed and it showed there was a bad pressure sensor. Both pressure sensors were replaced and the device was subjected to preventative maintenance using (B)(4) software. The device passed all tests and was returned to service. There is no further information available.